Manufacturer narrative:
The treating ophthalmologist indicated the event was contact lens induced. The complaint sample was not returned for eval. A review of the mfg records concludes that the product was manufactured, packaged and released according to global and plant product specs. Based on all info, no causal factors can be determined and no conclusion can be drawn.

Event description:
An optical shop reported pt had discomfort and red eye. The optical shop provided a medical certificate from the treating ophthalmologist which stated pt is suffering from fungal keratitis. The pt is undergoing treatment and was advised by the ophthalmologist to abstain from sunlight, to get rest and keep an attendant for her help. Multiple attempts to obtain add'l info have been unsuccessful.